Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in emergency room after receiving a vibratory notifier, post paced t wave oversensing on ventricular channel was observed. Programming changes were made.

Event description:
New information received reports that another episode of non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. Programming changes were made. Device remains implanted.

Event description:
New information received notes a reoccurrence of post-paced t-wave oversensing. The physician elected to make no changes and will continue to monitor the patient.